Event description:
Additional information was accidentally omitted from previous report. Additionally it was reported the patient also had depression and anxiety. The patient was given citalopram for the anxiety and the adverse event was considered open. The depression occurring during this time had an intervention of ¿other¿ and was considered resolved. Additional information on intervention and outcome has been requested. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was follow up imaging due in 3 months. The patient's depression did not require targeted treatment at the time of report but required monitoring. The anxiety was noted as related to alzheimer's disease.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v986836, implanted: (B)(6) 2012, product type: lead. Product ID 37085-60, serial# (B)(4), product type: extension. Product ID 37085-60, serial# (B)(4), product type: extension. Product ID 3387s-40, lot# v986836, product type: lead. Product ID 3387s-40, lot# v986836, implanted: (B)(6) 2012, product type: lead. The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is 3004209178.

Event description:
Additional information reported the extra axial collection was related to the implant procedure and study. It was unknown if the depression and anxiety were related to the study and programming.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced asymptomatic fluid collection along brain on (B)(6) 2013. There was an asymptomatic hemorrhage observed from a computed tomography (CT) scan at the 3 month follow-up appointment. It was described as fluid along the track of the lead. It was not reported as serious. No intervention had been planned and the patient would be rescanned at next appointment. Outcome remains open. It was later reported the patient had an extra axial collection and the intervention was noted as other. The outcome was still open at the time of report. Additional information on intervention and outcome has been requested. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# serial# unknown, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_ext, lot# serial# unknown, product type: extension. Product ID: neu_unknown_ext, lot# serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# serial# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).